Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
Information was received from a health care professional via a representative regarding a patient in germany who was an unknown drug via an implantable pump. The patient's concomitant medications and medical history and implant date were not obtainable and the explant date was noted as approximate. It was reported that on approximately (B)(6) 2016, the physician reported that the pump was explanted after therapy loss. This occurred during normal use of the pump. During explant, a lot of fluid was found in the pump pocket. It was unknown if any environmental, external, or patient factors caused or contributed to the event. No diagnostic testing or troubleshooting occurred. No further actions were taken. At the time of the report the issue was resolved and the patient's status was reported as alive-no injury. The explanted product was expected to be returned.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-19, information was received from the representative who indicated that the device system had delivered lioresal, lot not known. The concentration was 1000 mcg/ml the dose still not provided. The patient was reported to also have been taking baclofen as another medication. There were no patient allergies. The diagnosis for use of the implanted pump system was multiple sclerosis with spasticity. It was not known if coring needles were used during the refill as this pump had just refilled the pump once. There were no allegations towards the pump. No malfunctions were observed at explant. There were no catheter connector issues but aspiration of the side port was not possible. The fluid in the pocket was not tested/cultured. In regards the fluid if it was serous fluid or drug it was reported ¿not seriously, but maybe both because of the volume¿. The physician did not intend to remove the catheter prior to the pump explant. The pump was replaced and the catheter was no longer implanted/in-service. In regards to if the cause of the loss of therapy and fluid was determined, it was noted as ¿probably yes¿. When the patient was initially implanted, he had no reduction of his spasticity. Therefore the physicians thought about a mistake in the concentration of the drug. However, reportedly the physician did not determine the concentration was incorrect. The drug was not tested to verify but it was further reported that the pump was not filled with the wrong concentration. They did aspirate the pump and refilled it with new drug. When they started the aspiration the syringe filled first with 10 ml of air and subsequently with drug. The cause of the 10 ml of air was reported as not known. It was also unknown if the needle was confirmed to have been in the reservoir at the time of drawing the syringe. They refilled the pump, but still with no effect for the patient. The patient had never received a reduction of his spasticity since he received the pump. There was no report of prior refill issues and there was no volume discrepancy at this reported refill. This catheter¿s and pump¿s implant date were reported as approximately (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump sn (B)(4) found no anomaly. Analysis of the catheter (lot# 0210282712) found no significant anomaly, the catheter was returned in segments but was acceptable for testing. The previously reported (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.